Manufacturer narrative:
-Returned to manufacturer: 27-april-2018. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens anf residue on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/+2.0/95 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed on 04/03/2018 due to observation of excessive vault. The lens was exchanged for a shorter length lens and the problem was resolved.